Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient had a positional headache due to lumbar puncture with nausea and vomiting since implant. The patient received a blood patch and an increase in fentanyl on (B)(6) 2020. It was indicated the event was possible related to the device or therapy and related to the implant procedure. The blood patch resolved the issue without sequelae on (B)(6) 2020.